Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 5 occurred while the customer was changing the cartridge. The customer was able to load a new cartridge. Reportedly, the customer's blood glucose level was low at 44 mg/dl and it was addressed by the customer going off of the pump for the evening. The customer resumed pump therapy on (B)(6) 2016 and experienced a bg of 56 mg/dl. Reportedly, the customer's bg level then increased to 150 mg/dl. It was noted that the customer declined troubleshooting with tandem's technical support.